Event description:
A talent thoracic stent graft sys was inserted into a pt for the endovascular treatment of a 7 cm thoracic aortic aneurysm. The descending thoracic aorta was severely tortuous and in the shape of a "question mark" and moderately to severely calcified. The iliac arteries were 10 to 12 mm in diameter, moderately tortuous, and moderately calcified. It was reported that when attempting to advance the talent thoracic stent graft, the device could not track through the tortuous descending thoracic aortic anatomy, and the device started to become bowed and kinked. The physician elected to insert another talent thoracic device of the same size on a different tracking wire, together with a supporting wire to help straighten the aorta. The second talent device was able to be delivered successfully. No clinical sequelae were reported, and the pt is fine. The kinked talent device was discarded at the procedure.

Manufacturer narrative:
(B)(4). Evaluation, results, conclusion: (severely tortuous and moderately to severely calcified descending thoracic aorta).